Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387s-40, lot # v331504, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v285124, implanted: (B)(6) 2009, product type lead; product ID 3550-05, lot # n221537, implanted: (B)(6) 2009, product type accessory; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-05, lot # n221537, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
Information was received from the patient that reported they didn¿t feel the deep brain stimulator (dbs) was working anymore. The device was helping to control his tremors but now they had moderate head and neck tremors. The patient was implanted for essential tremor. Further follow-up is being conducted to determine what steps were taken to resolve the head and neck tremors. If additional information is received, a follow-up report will be submitted. **please see manufacturer report #3004209178-2015-20017 for information on the patient's concomitant system.